Manufacturer narrative:
Article citation: elghobashy, m, shabban, am, vydinath, b. ¿anaplastic large cell lymphoma presenting as extra mammary disease in two patients with long-term breast implants.¿ clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Through journal article 'anaplastic large cell lymphoma presenting as extra mammary disease in two patients with long-term breast implants' the following was reported: a patient with "a 10-year history of bilateral implants. [Patient] presented with right cervical, superior mediastinal, paratracheal and inframammary chain lymphadenopathy. This record is for the first patient for an unknown side. Device status is unknown. Manufacturer of the device is unknown.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Through journal article 'anaplastic large cell lymphoma presenting as extra mammary disease in two patients with long-term breast implants' the following was reported: a patient with "a 10-year history of bilateral implants. [Patient] presented with right cervical, superior mediastinal, paratracheal and inframammary chain lymphadenopathy. This record is for the first patient for an unknown side. Device status is unknown. Manufacturer of the device is unknown.